Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured during use. The surgery was completed with another screw. There were no consequences or impact to the patient. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show signs of use including marking on the screws. The pictures also show a clear fracture. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking and scratching on the screw surface. Further investigation of the screw show that the screw has fracture just below the screw head. A fracture analysis was conducted on the screw. The returned device was imaged with digital microscopy. Sem images show sheard ductile dimples identified in multiple locations forming a circular pattern suggesting a torsional overload mod of failure. Eds semi-quantitative elemental analysis of the show was consistent with ti-6al-4v alloy. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.